Manufacturer narrative:
(B)(4): product evaluation: analysis found that the unit failed audio tests due to components on power supply were shorted. Also, stimulator board and I/o board failed functional tests. The parts were removed and replaced. Also, tightened loose nut and installed necessary component. The unit was tested and passed all manufacturing specifications.

Event description:
It was reported that the device is ¿not working.¿ incoming inspection at repair depot found that it is not possible to perform the audio input test; connector preamp a is loose. There was no reported patient impact.